Manufacturer narrative:
The device was received fully deployed. No kinks nor bends were observed to the soft cannula. An 0x33 alarm was observed in the data. No timeouts nor drive stalls were observed in the original data. The device was reset and set to deliver a 5u bolus. No alarms were observed in the rerun data.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, the patient applied a new pod and administered a manual needle correction of insulin.